Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded.

Event description:
Treatment of a splenic artery aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. The physician was detaching the implant coils by using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) as opposed to using the instant detacher. During the procedure, it was reported that the third implant coil could not be detached and it was removed from the patient without harm. No patient injury was reported as a result of the procedure.